Event description:
Heal-laa study with patient identifier (B)(6). It was reported that a device failure to seal occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 40mm watchman flx pro laa closure device with delivery system (wds). A baseline pericardial effusion measuring 4mm was identified during assessment for the laa closure procedure. Post procedurally it was noted the baseline pericardial effusion did not worsen due to the procedure. During a routine follow-up examination in (B)(6) 2024, transesophageal echocardiogram (tee) identified the closure device was positioned at the laa ostium with the maximum diameter within 2mm of the desired ostial plane. A peri-device leak measuring 4mm was observed. The patient was instructed to continue aspirin and clopidogrel and no additional patient complications were reported.